Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited a lead safety switch and high impedances as well as loss of capture in bipolar mode. As a result when it was time to explant the device for normal change out, the rv lead was surgically abandoned and successfully replaced. To date, no adverse patient effects have been reported.

Manufacturer narrative:
The lead was surgically abandoned and successfully replaced.